Event description:
The instrument jammed and severed a vessel without applying a clip. An unknown amount of blood loss occurred. Surgeon sutured affected vessel and pt status is okay. Procedure type: thyroidectomy.